Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current for the entire monitoring period. There were contaminates observed on the trimmed edge of the pcba. The contaminates found contributed to the increased current consumption which resulted in the allegation of premature battery depletion.

Event description:
It was reported that the patient's device was at ifi - yes and was thought to have depleted prematurely. A review of the manufacturing records for the generator showed that the device passed all functional tests prior to distribution. It was noted that the device underwent the laser routing process which puts the device at risk for premature battery depletion. No additional relevant information has been received to date.

Event description:
A review of the device data logs was performed. It was noted that the device was at the ifi - yes indicator at 39% consumption indicating that premature battery depletion is likely based on the data. Information was received that the patient's generator had been replaced due to the premature battery depletion. The device was planned to be returned to the manufacturer however it has not been received to date.

Event description:
The patient's device was received by the manufacturer for analysis however analysis has not been completed to date.